Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-05100. It was reported that during the patient's ipg replacement on (B)(6) 2023 it was discovered that the patient's lead was fractured. The investigation did not determine which lead contributed to this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: batch: 3869000.